Manufacturer narrative:
Date sent to the FDA: 6/8/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated ventral hernia and obstruction following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted significant adhesions to the previously placed mesh. The adhesions were taken down using sharp and cautery dissection. The omentum was able to be cut away from within the hernia sac and reduced back into the abdominal cavity. It was reported that the patient experienced severe pain, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information was provided.